Event description:
Patient has called lfs alleging that they had been getting an error 1 message upon inserting the test strip into the meter. Patient did not seek medical attention or call their md. Patient did not try to use another device to their blood glucose. Patient had been cleaning their meter with alcohol. Customer service tried to have patient clean the meter properly and to retest and meter still prompted an error 1 message. Issue was not resolved, so customer service sent patient a new meter.